Event description:
An 8mm airseal trocar used for robotic surgery. Has a detachable seal or muffler (4 flaps of flexible plastic) that prevents air from escaping. Upon using a 10mm endocatch specimen bag it was noticed that the airseal muffler had a hole through the middle and was missing the 4 flaps. The flaps were sheared; 3 of the 4 were able to be located but was not found.